Manufacturer narrative:
Evaluation results: results- (other)a: visual inspection or the lens showed evidence of surgical residue which indicates an attempt to implant the lens and the optic was torn.

Event description:
The facility stated that a silicone lens model aa4204vf was damaged upon receipt. It was indicated by the facility that the lens was damaged when it was inspected under the microscope. The surgeon did not like the way the lens looked and decided not to use the lens. The lens was not implanted and there was no patient injury.